Manufacturer narrative:
Investigation: visual inspection: no significant deformations or damage of the valve were detected during the visual inspection. Residues tissues are visible outside the product. Permeability test: a permeability test has shown that the valve is permeable. During the test, particles were flushed out. Computer controlled test: to investigate the clinical claim of under-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The mininav is not operating within acceptable tolerances. Result : first, we performed a visual inspection of the mininav. No significant deformations or damage of the valve were detected during the visual inspection. Next, we tested the permeability and opening pressure of the valve. The opening pressure of the valve was out of tolerance, but all other specifications were met. The opening pressure of the valve was significantly higher than expected, shows a slower flow of liquid. Finally, we have dismantled the valve. Inside the valve we have found a build-up of substances (likely protein). Based on our investigation, we confirm that the valve shows a slower flow of liquid at the time of our investigation. This is likely due to the deposits observed inside the valves. As described in scientific literature, the problem encountered is one of the known, inevitable risks of hc-therapy by shunt implants. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke (B)(4). No further regulatory actions are required from our point of view.

Event description:
It was reported that there was a problem with a mininav. The surgeon suspected a clinical symptomatic of underdrainage. Patient informations: age: (B)(6), weight: unknown, height: unknown, gender: female, date of implantation: (B)(6) 2020, date of removal: (B)(6) 2020.